Event description:
Extracting multiple teeth. Using fissure burr and 2.3 round burr to assist extractions. Both tips were broken off during drilling for those extractions. The 2.3 round burr was sucked up in suction canister. The fissure burr tip was not able to be located. Ap and lateral head x-rays performed and tip not located on film.